Manufacturer narrative:
Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported difficulty was unable to be confirmed due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid distal superficial femoral artery (sfa) to popliteal artery. A 6fr sheath was placed and atherectomy was performed. A non-abbott stent was placed in the popliteal. The 6.0x100mm absolute pro self expanding stent system (sess) was advanced when it was noted the device length was 80cm which would be too short for the procedure. The sess was removed however resistance was met with the sheath and the sess could not be removed. The sheath began moving back with the sess therefore the decision was made to deploy the stent outside the target lesion in the proximal sfa. Post deployment, the delivery system still could not be removed from the sheath therefore the sheath and delivery system were removed as a system. A new sheath was placed and the procedure completed with 2 additional stents. There was no clinically significant delay in the procedure. No additional information was provided.